Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized and admitted into ICU due to high blood glucose levels of 964 mg/dl on (B)(6) 2026. The patient tested positive for life threatening ketones and received treatment with IV insulin and saline. The set has been in use for two days. The insertion site was at abdomen.